Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the ez45g instrument release button became hard to push after fire and the jaw would not open (no problem with stapling or cutting). Another instrument was used to complete the case. There was no consequence to the patient.